Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch ultra2 meter will not power on after she dropped her meter in water. The patient claimed the subject meter display had lines cross it before it no longer powered on . Subsequently, the patient was unable to test her blood glucose and developed low blood glucose symptoms described as "shaky and sweaty." During troubleshooting, the customer care advocate identified the issue as a product misuse. This complaint is being reported due to possible use error and because, the patient developed symptoms that can be suggestive of acute complications of diabetes after the patient allegedly could not test on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #k053529.